Event description:
There was a force sensor error of the ablation catheter. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ablation catheter, (brand not provided) (per site reporter) clinical site notified mfg rep directly.